Event description:
It was reported to nova biomedical on 06/09/2009, that a consumer experienced a hypoglycemic event requiring medical intervention in (B) (6) 2007. During the call to customer support, the consumer admits he could not recall any blood glucose results or he had administered/taken any medication. Consumer stated he does not remember too much about the event because it was so long ago. It was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter in question will be returned for evaluation. Consumer used up all the test strips therefore, no strips will be returned.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.